Event description:
The or brought this device (breathing circuit) to risk management, stating this is the 3rd time the breathing circuit has had an issue with an elbow that would not swivel. It is unknown if this device was not able to be used, and it was discovered before the case began, so a different breathing circuit was used. There was no patient impact. The patient name and information is not known.